Event description:
As per unusual occurrence report submitted by rn. Pt c/o soreness in soft tissue (l) elbow medially. Area was swollen, but tender. Discoloration not observed. Pt has dark skin. Catheter d/c'd per order. Temp 100.6 11/26/96 pt's temp 105 degrees admitted to ER. Pt's arm more swollen in same area. PICC line was to be reinserted today, but pt went to ER instead.